Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform meter. Reference medwatch with patient identifier (B)(6) for the inform base.

Event description:
Caller states that the inform meter and base show signs of melting on the pins and housing where the meter and base dock together. Caller states that the green charge light no longer comes on. No adverse event reported. Requested return of suspect device and replacement was sent.